Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/27/2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose (bg) over 600 mg/dl with nausea and vomiting associated with a battery life issue. Reportedly, the patient was hospitalized and treated with IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the alarm history indicated that the battery life was less than expected. There were low battery alarms observed in the pump history and this had occurred with a3 separate batteries out of at least 2 separate packs. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged battery life issue.